Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure according to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Additionally, the instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commisure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments in this case the exact cause of events could not be confirmed; however, patient (native annular calcification, horizontal heart) and procedural factors (fair coaxial alignment) could have caused or contributed to the difficulty crossing the native annulus and the resulting annular rupture. Additionally the patient¿s history of coagulopathy may have contributed to the patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during advancement of a 26mm transfemoral delivery system there was difficulty crossing the native annulus due to heavy calcification of the non-coronary cusp. The patient¿s blood pressure dropped during the crossing attempts. While the staff was prepping a bav balloon to use it as a "buddy balloon" to cross the annulus, the patient¿s bp dropped and CPR was initiated. Tee showed a possible pericardial effusion. The patient was placed on femoral bypass, the patient was stabilized. There was discussion that a possible annular disruption occurred and that deploying the valve may tamponade the bleed. The native annulus was able to be crossed and the valve was correctly deployed in a 60:40 aortic position. A supravalvular aortogram was performed and this revealed some dissection evident in the left coronary sinus. Tee revealed normal function of the valve but also revealed the ventricular function remained hyperdynamic but hypovolemic which was consistent with a tamponade. The patient was taken back to the operating room for exploratory surgery to open draining of the pericardium. Operative notes indicate a posterior annular rupture was noted. The area medial to the left atrial appendage was packed and further resuscitation maneuvers were performed. Reportedly the patient could maintain blood pressure when on cardiopulmonary bypass. The patient was weaned off of bypass and remained hemodynamically stable for short period of time. The chest cavity and surgical sites were closed and the patient was transferred to the ICU. However, operative notes indicated continued exsanguinations and demise was anticipated. The edwards field clinical specialist was notified that the patient expired on the day of procedure, in the ICU. The patient was noted to have moderate native valve / leaflet calcification and severe root calcification. Coaxial alignment of the delivery and valve was reported to be fair and the image intensifier angle was reported to be good. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment.